Event description:
Patient presented to the physician with ear drainage and pain, right-sided jaw pain, drooling, congestion, and pain at the chest. Physician initiated treatment for symptom management. Patient showed improvement following the intervention.